Event description:
N/a.

Manufacturer narrative:
The failed parts were returned to the national repair center (nrc) for evaluation. The compressor was tested with the nrc's temp sensor. The customer did not send back a temp sensor with the compressor. A cardiosave trainer was used set at 130 bpm normal sinus rhythm, a 40cc balloon, and two depleted batteries. After 78 hours of run time, the national repair center did not verify the failure of the overheating alarm. No trouble was found. The compressor passed testing. Retaining the compressor in the national repair center per procedure. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period (feb 2020 through jan 2021 ) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. To fix the issue, the fse replaced the front end pcb, the temp sensor, and the scroll compressor as a precautionary measure and recalibrated all the pressure transducers. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aorta balloon pump (iabp) had an "overtemperature" alarm and shut off. There was no harm or injury to the patient and no adverse event was reported.